Manufacturer narrative:
(B)(4). Physio contacted the customer for additional information and was advised that the battery installed in the device during the event was the original battery that shipped with the device five (5) years ago. The device operating instructions includes the following warning: always have access to a spare, fully-charged, properly maintained battery. Replace the battery when the device displays a low battery warning. A physio-control clinical specialist examined the information provided by the customer and concluded that the device use may have contributed to the patient's outcome. This was determined through the information provided by the customer stating that the device gave a shock advised decision, indicating that the patient was in a shockable rhythm, and therapy was delayed by more than 30 seconds (the customer indicated that therapy was delayed approximately 3-4 minutes). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was powered on and connected to a patient who was in cardiac arrest, but after a ¿shock advised¿ decision was reached the device powered off by itself. An ems crew arrived with their lifepak 12 defibrillator/monitor (lp12) on scene and their device was then placed on patient. Approximately 3-4 minutes had elapsed from the time the first device was connected to patient until the lp12 was applied to provide defibrillation therapy. The ems crew administered ¿several¿ defibrillation shocks to the patient, however, the exact number of shocks provided is unknown. The ems crew continued patient care using the lp12 and transported the patient to the hospital. The patient, a (B)(6) male who weighed approximately (B)(6), did not survive the event. The customer advised that prior to the patient event the device battery status indicator was showing one bar, indicating a low battery condition. The customer advised that they did not have a spare battery with them during the patient event.

Manufacturer narrative:
The failure to properly maintain the device by replacing the battery when indicated as low is associated with corrections and removals number 3015876-05/01/2014-001c.

Manufacturer narrative:
Physio-control examined the customer's device and verified the reported issue. Physio observed that the battery installed in the device, which was the original battery from the patient event, was completely depleted and would not power the device. Physio also observed that the battery fuel gauge showed one (1) flashing led, which is consistent with a completely depleted battery. Using a test battery, physio-control confirmed proper device operation through functional and performance testing. After which the device was returned to the customer for use. The depleted battery was forwarded to physio-control for analysis. Physio also examined the electronic records from the device, which indicated that the device had been showing a low battery indication (1-bar) on the device's readiness display since at least (B)(4) 2013. Further examination of the electronic patient record from the aforementioned patient event indicated that the device displayed a replace battery warning message approximately 19 seconds after the device was turned on. Approximately 68 seconds later, the device was then connected to the patient. Approximately 14 seconds after the first shock advised decision was provided by the device, the operator of the device turned it off by pressing the power on/off button. The device was then turned back on approximately 6 seconds later and within 3 seconds after a second shock advised decision, the device lost power by itself. The battery pack assembly was also evaluated by physio. There was no indication of a failure of the battery pack assembly. The battery had been installed in the device for almost 5 years. It was determined that the cause of the reported issue was due to the use of a normally depleted battery.